Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the transmitter was not within line of sight of the pump. Customer moved the transmitter within line of sight of the pump, however issue persisted. Customer then reset pump, and connection was regained. No additional patient or event information was available.